Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Continuation of medical devices: 5076-52 lead implanted (B)(6) 2007; 694765 lead implanted (B)(6) 2007; 419488 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced melena once daily and weakness. The patient was admitted due to previous history of gastrointestinal bleed (gib). The following day, double balloon enteroscopy showed one non-bleeding arteriovenous malformation (avm) in the duodenum, one non-bleeding avm in the proximal jejunum, and one actively bleeding avm in the distal jejunum. All three were treated with argon plasma coagulation (apc). The patient was stabilized from a gib perspective and remained admitted for planned cholecystectomy. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.